Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead, 50956227, found that the distal end of the lead was bent (new out of box). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacture representative reported that the patient's lead was bent at the tip and the healthcare provider did not want to use the lead.

Event description:
The healthcare professional reported via the manufacturer representative that the prior to implant of the lead they noticed a significant bend at the end of the lead. No diagnostics or troubleshooting were done. Another lead was opened and used. The factors that may have led to the issue were unknown. The event was considered resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.